Event description:
It was reported the single use aspiration needle was not locking. The procedure occurred during a diagnostic unspecified procedure. In turn, the procedure was prolonged for less than thirty minutes and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.